Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient experienced redness and pain at the right anchor implant site, it was determined an infection was present. As a result, surgical intervention was undertaken on (B)(6) 2022 wherein the anchor was repositioned and the wound irrigated resolving the issue.

Manufacturer narrative:
An event of infection was reported to abbott. It was conveyed that the infection originates at the anchor site(s); however, no explanted products were returned for analysis. As a result, the anchor was repositioned and the wound irrigated resolving the issue. As a result, a device history record was performed to review and confirm the sterility of the anchor(s). Based on the documents reviewed, the source of the infection remains unknown.